Manufacturer narrative:
The following could not be completed with the limited information provided: date explanted ¿ na.

Event description:
It is reported that the patient fractured their femur approximately three (3) years post implantation. The fracture was treated by closed reduction and percutaneous pinning of left femoral neck.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.